Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he revised an exeter stem with a ceramic head and a poly liner. The revision was undertaken for osteolysis confirmed via CT scans. The surgeon reported that he noticed 'potential debris' during the procedure. He was questioning whether this debris was due to wear of the ceramic head on the poly liner and if zirconia in the ceramic has caused this. A sample of the debris will be analysed through hospital lab

Manufacturer narrative:
An event regarding osteolysis involving an unknown exeter stem, ceramic head and competitor liner was reported. Osteolysis surrounding the competitors cup was confirmed following review of the provided x-rays by a clinical consultant.. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded. "No evidence is available to suggest that device-related factors have played a role and this certainly applies to the implanted stryker devices because the principal problem was caused by a zimmer harris-galante cup/liner, a non stryker product. This pi case is not device-related." "Diagnosis: end of normal service life poly wear of a competitor's' cup after 18-years service life with significant additional ¿backside wear¿ has contributed to major osteolysis behind the cup shell requiring revision. The stryker femoral head had to be removed during revision surgery for access reasons. The exeter stem was retained without issues attached." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded "no evidence is available to suggest that device-related factors have played a role and this certainly applies to the implanted stryker devices because the principal problem was caused by a competitor's cup/liner, a non stryker product. This pi case is not device-related. End of normal service life poly wear of a competitor's cup (non stryker) after 18-years service life with significant additional ¿backside wear¿ has contributed to major osteolysis behind the cup shell requiring revision. The stryker femoral head had to be removed during revision surgery for access reasons. The exeter stem was retained without issues attached." No further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and /or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that he revised an exeter stem with a ceramic head and a poly liner. The revision was undertaken for osteolysis confirmed via CT scans. The surgeon reported that he noticed 'potential debris' during the procedure. He was questioning whether this debris was due to wear of the ceramic head on the poly liner and if zirconia in the ceramic has caused this. A sample of the debris will be analysed through hospital lab.